Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. A representative sample was received for evaluation. Visual inspection found that the cartridge was not applied and the pusher behind the clip had a portion missing. Functional testing noted that the cartridge was loaded into the representative instrument and did not fire properly. The cartridge was inspected and the body of the clip was missing preventing the clip from functioning properly. It was reported that the clip did not disengage from the cartridge and did not form correctly. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were clipping the vein in a laparoscopic thyroidectomy, the cartridge was properly loaded onto the handle, but the clip did not disengage from the cartridge and it did not form correctly. Double-layered absorbable clip inner layer is missing, according to the physician. They used a new same device to complete the case. There was no patient injury.